Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (b)6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. A "system time out" message appeared after connection has made. A kpc test was performed and passed with no failures, however the bur did not spin during the test. The housing, motors, and carriage were removed from the drill. When the main drill motor was removed it was discovered that it had a broken split shaft. The broken split shaft is consistent with the communication error from the initial complaint. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken split shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: h6 (medical device problem code).

Event description:
It was reported that during a real intelligence cori assisted tka surgery, one real intelligence robotic drill experienced a communication error that could not be rectified after several attempts; the procedure was resumed after a non-significant surgical delay using a manual procedure, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.